Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The connector portion measured 8.3 cm while the distal portion measured 42.5cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage shocks from their device due to noise noted on the right ventricular lead. High voltage therapies were turned off. The lead was explanted and replaced. The patient's condition was stable before, during and after the procedure.

Event description:
Additional information noted the patient said the physician thought the lead could not have worked properly because of the way it looked. The patient reported he underwent an echocardiogram since receiving the inappropriate therapy and his heart rate was 30 bpm, and was concerned his heart rate was related to the inappropriate therapy.